Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown biomaterial - cement: traumacem/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hristov, s. Et al (2022), a novel technique for treatment of metaphyseal voids in proximal humerus fractures in elderly patients, medicina, vol. 58 (1424), pages 1-12 (switzerland). The aim of this level 2 retrospective cohort study was to assess the clinical outcomes and complication profiles of the novel technique for pmma augmentation, compared to the iliac crest bone graft augmentation or no augmentation. Between 2018 to 2021, a total of 120 patients who were treated by a single surgeon via open reduction and internal fixation were included in the study. These patients were assigned to groups of 63 cases (7 male and 56 female; mean age was 63.4 ± 12.7 years) with no augmentation, 28 (3 male and 25 female; mean age was 64.5 ± 10.6 years) with bone graft augmentation and 29 (1 male and 28 female; mean age was 71.9 ± 10.7 years) with pmma augmentation. Autologous bone graft was harvested from the iliac crest in a standard manner. Fractures were fixed with a philos plate (depuy synthes, zuchwil, switzerland), using at least four locking screws in the humeral head. Pmma-based bone cement (traumacem, depuy synthes, raynham, ma, USA) was used in pmma augmentation group. The mean follow-up period was unknown. The following complications were reported as follows: there were 7 reoperations overall¿2 in the bone graft augmentation group and 5 in the non-augmentation group¿with 6 patients having removal of the metal hardware and acromioplasty, and 1 undergoing reverse total shoulder arthroplasty due to loss of position, secondary screw cut-out and avn. Non-augmentation group: 2 patients had intraoperative iatrogenic screw penetration. 7 patients had varus with neckshaft angle (nsa) < 110° or nsa change > 10°. 3 patients had greater tuberosity (gt) proximalization. 5 patients had subacromial impingement. 3 patients had secondary screw perforation. 6 patients had adhesive capsulitise. 3 patients had avascular necrosis (avn). 1 patient had infection. 4 patients had other implant-related complications. Bone graft augmentation group: 1 patient had intraoperative iatrogenic screw penetration. 1 patient had neuropraxia¿lateral femoral cutaneous nerve. 2 patients had varus with neckshaft angle (nsa) < 110° or nsa change > 10°. 2 patients had greater tuberosity (gt) proximalization. 2 patients had subacromial impingement. 2 patients had secondary screw perforation. 2 patients had adhesive capsulitise. 2 patients had pain at the donor site¿iliac crest. 3 patients had avascular necrosis (avn). 1 patient had infection. 2 patients had other implant-related complications. Pmma augmentation group: 2 patients had intraoperative iatrogenic screw penetration. 1 patient had an intraoperative event. The drill bit (unknown manufacturer) breakage was thought to result from the divergent angulation of the drill bit through the pmma due to surgical error, which could happen in the standard procedure through a plate hole. 1 patient had greater tuberosity (gt) proximalization. 2 patients had partial gt resorption. 1 patient had subacromial impingement. 2 patients had avascular necrosis (avn). This report is for an unknown synthes traumacem. This is report 3 of 3 for (B)(4).